Event description:
It was reported that it was difficult to aspirate medication with a 3 ml bd luer-lok¿ luer-lok¿ tip. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that customer had trouble screwing the needle into the syringe and had trouble removing insulin from vial. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. Flow issues while aspirating/drawing up or transferring fluid into a chamber/reservoir is not considered to be a reportable malfunction.

Event description:
It was reported that it was difficult to aspirate medication with a 3 ml bd luer-lok¿ luer-lok¿ tip. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that customer had trouble screwing the needle into the syringe and had trouble removing insulin from vial. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. H3 other text : see section h.10.

Event description:
It was reported that it was difficult to aspirate medication with a 3 ml bd luer-lok¿ luer-lok¿ tip. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that customer had trouble screwing the needle into the syringe and had trouble removing insulin from vial. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.

Manufacturer narrative:
The following field has been updated with corrected information: b.3. Date of event: unknown. The date received by manufacturer (2019-08-13) has been used for this field. H3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. PMA / 510(k)#: k980987 (if (B)(4)) k151766 (if (B)(4)) a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that it was difficult to aspirate medication with a 3 ml bd luer-lok¿ luer-lok¿ tip. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that customer had trouble screwing the needle into the syringe and had trouble removing insulin from vial. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.